Event description:
Information was received that reported a patient had been hospitalized in 2005 due to diabetic ketoacidosis. It was reported that the patient was vomittin on admit and was dehydrated. He was placed on an insulin drip and fluids for hydration. The patient is reported to have had a blood glucos e of 600. It was reported when the patient started experiencing the high blood glucose they changed out the cartridge, tubing, insulin and the cannula site which did not help. It was also reported that after a review of the pump history log by the reporter there were no alerts, alarms or malfunctions noted on the pump. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this had not yet been returned for analysis.